Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported via chat by the parent that the pediatric patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the abdomen. The patient experienced hallucinations and seizure. The cgm was reading 171 mgdl and the blood glucose reading was 55 mgdl. The parent provided carbohydrates and called an ambulance. The patient was evaluated in the emergency department (ed) and discharged after 6 hours. There was no documentation of further medical evaluation or intervention for hypoglycemia. The patient also uses an omnipod pump. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.